Event description:
Falsely negative (-) urine test result from one patient. The pt performed a home pregnancy test (test name not provided). The rsult was positive (+). The customer indicated that the patient's urine sample tested with the icon 25 hcg test kit. The hcg result for the patient was negative (-). A serum sample from the patient was tested on icon 25 hcg test kit and the result was positive. A quantitative test was not performed. The patient's last menstrual period (lmp) was not available. No change to the patient treatment was reported that can be attributed to this event.